Event description:
It was reported that during a lower anterior resection (lar) procedure, during the colorectal anastomosis, the surgeon reported a "misfire" of the circular stapler. She commented that the device did not seem to "capture all the tissue" and she observed "loose staples" and only one donut. A competitor's radial load was used to resect the failed anastomotic staple line and they opened the patient to hand-stitch the anastomosis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was it confirmed that all of the desired tissue was captured? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Were there any purse string issues? Who did the purse string step? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Did a hcp other than the primary surgeon fire the instrument? If so, whom?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.